Event description:
The customer reported that the battery is not making proper connections in the b battery compartment.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.